Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction soft cannula found kinked upon removal from infusion site. The batch 6006569 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6006569 were previously tested in complaint (B)(4) on 03//may/2025. Device history record (DHR) review: packaging the lot 6006569 was manufactured according to the work instruction (wi) version 27 in the line 1, on 12/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 10/apr/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6006569 and no other complaint has been registered in database for the same lot 6006569 and malfunction code. A second query was run in database on 04/aug/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6006569 and one more complaint has been registered in database for the same lot 6006569 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event and got hospitalized due to diabetic ketoacidosis on (B)(6) 2024. The infusion set was in use for less than one day. The blood glucose level was 489 mg/dl and the patient was treated with IV and fluids of saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.